Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The returned device data did not contain appropriate information for a thorough root cause analysis. Therefore, a pacemaker dump or at least a programmer dump would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 7 months after the implantation the pacemaker showed unexpected eri code (battery depletion). Reset was successful. The device remains implanted and active.